Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of an audible alarm with a yellow wrench led on the power module was confirmed. The returned power module (serial number (B)(4)) was functionally tested at the service depot where the event was reproduced. The issue resolved upon replacing the unit¿s main pcb. Then, the unit functioned as intended and was returned to the customer site after passing all tests per procedure. The replaced main pcb was forwarded to the ppe department for further analysis. The board was placed within a known working test unit, and the reported event continued to be reproduced. An unknown substance was observed on one of the components that connects to the unit¿s speaker and microcontroller. This component, along with another component which connects to the other speaker and the microcontroller, were also observed to have been electrically damaged, causing the yellow wrench alarm to occur. The unknown substance was attempted to be cleaned with an alcohol solution; however, it was unable to be fully removed. The root cause of the reported event was determined to have been damaged components on the main pcb; however, the root cause of the damage to these components was unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 5.0 ¿power module (pm) alarm conditions) depicts what each alarm status on the power module indicates and provides instructions for what action(s) to take in response, including the yellow wrench alarm. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 14jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a constant alarm.